Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2fvyf, implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, who was implanted with an implantable neurostimulator (ins) for gastroparesis. It was reported, that their current "unit" has not functioned correctly. The patient was unable to give an event date for when the issue began, but the patient further clarified that by "not functioning correctly", they meant they were having no control of their bladder. And that they had tried many times at home, and at the managing health care provider (hcp) office. Working their way through all the programs, however nothing helped. The patient stated, sometimes it would work, but then other times they'd feel the stimulation into their inner thigh. The patient stated, sometime this year (in 2023) the doctor did multiple x-rays and it was discovered the lead had migrated. The patient denied having had any falls or traumas that would have led to the issue. The patient stated, they've had a lot of discomfort and that "these things are not clean units". The patient continued that with their device history. And stated, if there is a different lead that is used, they've had different comfort levels and different "innervations", sometimes with pain going down their leg to their toes. The patient stated, currently they had the therapy off and their hcp was having them try something else in the interim. However, it was the plan to schedule a lead revision in the near future. The patient stated, they had an appointment with their hcp in a week.